Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 64-year-old male cancer patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient developed heavy bleeding from their access site during impella cp support. Upon noting the bleed, it was discovered that the repositioning sheath had been pulled back. The repositioning sheath was reinserted, and the site was redressed and sutured to stop the bleed. To counteract the blood loss, ten units of red blood cells, seven units of fresh frozen plasma, one unit of platelets, and one unit of cryo were transfused. Support was maintained following the intervention.

Manufacturer narrative:
The investigation into the access site bleeding - major issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was most likely a use issue, as it was reported that it was difficult to reposition and was left in place. Severe bleeding from the access site occurred when the repo sheath was drawn back, and hemostasis was obtained by reinserting the repo, re-suturing the site, and redressing.